Event description:
A newly approved procedure for resistant hypertension treatment - recor paradise® ultrasound renal denervation (ron) system- uses sterile water for injection (swifi) as its cooling system. The paradise system accepts swifi bags of 1000 ml, 500 ml. 250 ml which prevents us from following the best practice of using a 2 l bag of swifi outside of pharmacy. We have not yet done many of these procedures but it could become more popular in the future: bnp.s://www.recormedicat.com/p,aradise-ultrasound-rdn-system; (http-s://www.recormedicalcom/paradise­ ultrasound-rdn- ys1filnl). (B)(6). Submission ID: (B)(4).